Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5089356) that a female patient of unknown age, who underwent breast reconstruction with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including muscle tightness, pain on my right side, hip pain, fatigue, dryness (eyes), dryness (vaginal), anxiety, depression, brain fog, insomnia, ear pain, jaw pain, food sensitivities, trouble breathing, weight gain, joint pain. As a result, the patient underwent bilateral implant explantation on (B)(6) 2016. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the right breast prosthesis.